Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that the intraocular lens (iol) was explanted during the implant procedure due to the lens not sitting right in the patient''s eye. A vitrectomy was required and an incision enlargement.

Manufacturer narrative:
Reason for non evaluation: the intraocular lens (iol) was returned; however, the lens was labeled as a non complaint return, new/never used and therefore no evaluation was conducted. All pertinent information available to abbott medical optics has been submitted.